Manufacturer narrative:
It was reported that, during a total hip replacement, when impacted a piece of one (1) polarstem ball head impactor broke off outside the patient. Patient was not harmed as a consequence of this problem. The device was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to an unknown batch number, the review of historical complaints was performed on product number basis only, revealing 2 additional complaints over the past 12 months with similar failure mode. Due to insufficient information it is not possible to perform a review of past corrective actions. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Event description:
It was reported that, during a thr, when impacted a piece of one (1) polarstem ball head impactor broke off outside the patient. The procedure was resumed, without any delay, using the same device. Patient was not harmed as a consequence of this problem.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
D4: lot#, expiration date, h4: device manufacture date, g2 report source. H3,h6: the complaint device was not returned for investigation. A visual evaluation was performed on images provided by the complainant, and it was concluded the device appears to be fractured, no pieces appear to be missing. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. Review of past corrective actions was performed. No further escalation is required. The review of historical complaints for the alleged device revealed 5 additional similar complaints reported for the same batch, and 35 additional similar complaints for the same product number over the past 12 months with similar a failure mode. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The performed investigation does not lead to an accurately determined cause. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from repeated resterilization, prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. Furthermore, the damage found in the visual inspection indicates that the device will not function as intended. Therefore, all reusable instruments must be routinely inspected for signs of wear and damage after reprocessing. Any instruments found to be damaged should be replaced as necessary to ensure their proper functioning and to maintain patient safety. This guidance is provided by smith & nephew orthopaedics ag (reference: lit. N°03389-en 1363 v3 11/19). There is no need for further actions because of the limited information provided. Nevertheless, smith+nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received. B5: describe event or problem, h6: medical device problem code.

Event description:
It was reported that, during a thr, when impacted a piece of one (1) polarstem modular head for 21000662 broke off. The procedure was resumed, without any delay, using the same device. Patient was not harmed as a consequence of this problem.